Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced bacterial peritonitis. It was not reported whether the pt was hospitalized for the event. Treatment was not reported. The cause of the peritonitis was not reported. On an unreported date after experiencing the peritonitis, pd therapy was discontinued and the pt was transferred to hemodialysis (hd). The reason for the transfer to hd was reported to be due to the peritonitis. It was not reported if the peritonitis resolved. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.